Manufacturer narrative:
Maintenance does not comply to manufacturers recommendations. The reported complaint was confirmed. Through correspondence with customer, it was noted that the customer was using germicidal wipes to clean the sensor face. The operators manual says to use a mild soap and water solution and not to sterilize them. The operators manual states sterilizing the sensors can cause them damage. Concavity or damage to the sensor face can affect the coupling between the sensor and the reservoir wall, diminishing the performance realized from the device. No additional action will be taken at this time.

Manufacturer narrative:
(B)(4). During laboratory evaluation, the product surveillance technician (pst) observed wear on the surface of the red level sensor head. The red rubber boot near the sensor head was slightly pulled out of the head. The pst inspected the level sensor¿s cable and connector with nothing abnormal found. The pst connected the level sensor to a level detect module and the level sensor¿s head to a water reservoir. The level sensor was able to detect fluid and the lack of fluid as designed using both thick and thin wall water reservoirs; lack of fluid would cause an alarm and during the presence of fluid, no alarm occurred. The pst flexed the entire length of the sensor¿s cable and the red rubber boot near the sensor head during operation but that did not cause failure of the sensor.

Manufacturer narrative:
The fsr did not perform extensive functional testing, and did not download data logs from system-1. The fsr replaced the suspect level sensor with a new sensor. The unit operated to manufacturer specifications and was returned to clinical use.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the red level sensor would not alarm on the "thick side", however it did operate properly on the "thin side". The fsr noted that the red rubber portion is somewhat pulled out of the "contact side" of the sensor (where the cable enters the sensor). Possible intermittent operation. There was no patient involvement.